Event description:
The customer contact reported that the device alarmed with a whitescreen error. The device was returned to the biomedical department with an unsigned note stating "whitescreen with text on screen". No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.